Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was out spec range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 3 days per the pump history records. Battery cycle 22.0 received the lowbatteryalert (104) on (B)(6) 2025 17:37:00 faster than expected at 6.25 days. Battery cycle 21.0 received the lowbatteryalert (104) on (B)(6) 2025 11:21:00 after more than 7 days at 13.16 days. Battery cycle 20.0 received the lowbatteryalert (104) on (B)(6) 2025 07:28:00 after more than 7 days at 12.0 days. Battery cycle 19.0 received the lowbatteryalert (104) on (B)(6) 2025 07:31:00 after more than 7 days at 11.89 days. Battery cycle 18.0 received the lowbatteryalert (104) on (B)(6) 2025 09:46:00 after more than 7 days at 12.03 days. Battery cycle 17.0 received the lowbatteryalert (104) on (B)(6) 2025 08:47:00 after more than 7 days at 31.88 days. Battery cycle 14.0 received the lowbatteryalert (104) on (B)(6) 2025 21:46:00 after more than 7 days at 44.27 days. Battery cycle 13.0 received the lowbatteryalert (104) on (B)(6) 2025 15:10:00 after more than 7 days at 39.75 days. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2024 07:26:00 after more than 7 days at 43.35 days. Battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2024 22:26:00 after more than 7 days at 40.65 days. Battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2024 06:49:00 after more than 7 days at 43.31 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2024 14:51:00 after more than 7 days at 43.75 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2024 20:36:00 after more than 7 days at 46.13 days. Battery cycle 3.0 received the lowbatteryalert (104) on(B)(6) 2024 17:19:00 after more than 7 days at 40.06 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2023 15:52:01 after more than 7 days at 38.76 days. Battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2023 21:23:00 after more than 7 days at 33.25 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, charge/battery lasts less than expected was confirmed due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life issue with the pump. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1805 was requested and customer response was the device will be returned.